Event description:
Additional information was received that a lead revision procedure was performed twenty days later. During the revision procedure, the dislodged lv lead was explanted and new lead was successfully implanted. The lead is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) to discuss that the left ventricular (lv) lead was oversensing atrial activity. The field representative stated that an x-ray revealed that the lv lead had dislodged, however no action has currently been taken regarding this issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.